Manufacturer narrative:
The other additional mitraclip referenced is being filed under a separate medwatch report number. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an atrial septum defect (asd). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two xtr clip delivery systems (cds) were successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2019, the patient returned to the hospital with shortness of breath, headaches, chest pain and heart failure. The patient was given IV lasix to help with the heart failure. Echocardiogram was performed and showed one of the implanted mitraclips had failed and an atrial septal defect (asd) occurred. The physician stated that due to the heart failure, an additional mitraclip procedure was too risky. It was noted that during hospitalization, the patient¿s kidney function declined. Medication was given and the patient¿s health improved. On (B)(6) 2019, the patient was release from the hospital with improved health. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the atrial perforation. The reported patient effect of atrial perforation, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.